Manufacturer narrative:
The referenced driveline repair was reported under medwatch MFR report# 2916596-2017-00656. Device was manufactured prior to the UDI labeling implementation. Approximate age of device - 3 years, 5 months. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2013. It was reported that the patient received a transplant on (B)(6) 2017. The patient had been upgraded to status 1a on (B)(6) 2017 due to pump malfunction, and was maintained as a status 1a until the patient received the transplant. The device will not be returned for evaluation. It was noted that the patient underwent a driveline repair at another care facility on (B)(6) 2017. No additional information was provided.

Manufacturer narrative:
No product was returned for evaluation. The reported driveline damage could not be confirmed. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.